Event description:
Info was received from a integra sales rep who was informed by the hosp that they had problems with 3 transducers of 110-4b lot# w049732. The reporter indicated observing a change in intracranial pressure of about 8-10mmhg.